Manufacturer narrative:
There has been a previous report received for a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Measuring jack (knocked out) must be strengthened, defective, replaced. Supplied without power supply.

Event description:
In this event it was reported that a raypex 5 apex locator provided incorrect measurements; no injury resulted.